Event description:
This is a spontaneous report by a consumer from (B)(6) of peritonitis with culture positive for gram negative organism in a patient coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2010, the patient was diagnosed with peritonitis, not requiring hospitalization. On (B)(6) 2010, the patient began treatment with vancomycin 250mg ip once daily and tazact 4.5gm ip once daily. The root cause of the peritonitis was unknown. At the time of reporting, the event of peritonitis was resolving and the patient continued to receive remedial treatment with vancomycin and tazact. Pd therapy continued.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.